Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on:(B)(6) 2009: patient presented with l5-s1 lumbar disk disease. Procedure: l5-s1 anterior lumbar fusion and discectomy. Patient pres ented with the following pre-op diagnosis: l5-s1 degenerated herniated disk disease with left sided nerve root compression. Operation: 1) diskectomy and partial corpectomy, l5-s1. 2) arthrodesis, l5-s1. 3) placement of interbody biomechanical fusion device, l5-s1. 4) placement of titanium plate and screws from l5 to s1. 5) harvesting morselized autograft, same incision. Op notes: the biomechanical fusion device was sized appropriately, packed with bone morphogenic protein and morcellized autograft harvested from the same incision and placed into the partial corpectomy defect at l5-s1. Final lateral x-rays were taken showing the hardware in good position. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.